Manufacturer narrative:
Visual and dimensional analysis was performed on the returned unit. The separation was confirmed. The failure to advance was not tested due to the condition of the returned unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, the investigation determined that the reported failure to advance and separations were related to case circumstances. In this case, the resistance encountered at the elbow and the subsequent damage to the wire indicates that the wire core kinked, prolapsed during the attempt to advance against resistance which produced stresses exceeding the design of the wire resulting in separation at the hypotube/core junction. The additional therapy, surgical procedure to remove the separated portion of the guide wire, and the prolonged hospitalization was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that the procedure was to treat a a subclavian artery. A balance middleweight universal ll guide wire was used as an assist in radial access. When advancing resistance was met with the anatomy when reaching the elbow and broke off between the patient's elbow and subclavian. Fluoroscopy confirmed the guide wire became separated. Surgical intervention was performed to retrieve the separated guide wire piece. Nothing was left in the anatomy. A clinically significant delay was reported. The patients hospitalization was prolonged by 2 additional days. No additional information was provided.